Manufacturer narrative:
Approximate age of device ¿ 4 years, 8 months upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 30-40 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed around the inlet bearings over an undetermined amount of time while the pump was operating. Upon removal of the thrombus, the surface of the bearing ball was examined and revealed no defects or abnormalities related to wear. The bearing ball was properly seated within the bore of the rotor. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported hematuria and elevated lactate dehydrogenase levels. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2017 after reporting dark coke colored urine during a clinic visit. Upon admission, the patient¿s lactate dehydrogenase (ldh) level was 608 u/l, inr was 1.6 (goal 1.5-2.0) and the plasma free hemoglobin was less than 30 mg/dl. The patient was started on a heparin infusion. On (B)(6) 2017, the patient¿s ldh was elevated to 856 u/l and plasma free hemoglobin level remained less than 30 mg/dl. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.